Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported failed to recognize equipment and generated image processing errors with the system freezing once the endoscope was recognized during inspection for use involving an olympus video processor. The customer suspected that the cause of the failed to recognize equipment and generated image processing errors with the system freezing once the endoscope was recognized was due to failure of the printed circuit board. There were no reports of patient involvement.